Event description:
It was reported that the patient underwent a revision of a left reverse total shoulder approximately six weeks post-implantation due to dislocation. During the revision, the humeral tray and polyethylene bearing were removed and replaced. No additional patient harm was reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: associated product information, part (lot): 110031424 (67338909) g2: foreign - event occurred in australia. H6: proposed annex g code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed due to a lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.